Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, coil, and burr were microscopically and visually inspected. There was light blue fibrous material on the coil at the end of the burr and 2.8cm ¿ 3.4cm proximal of the burr. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the burr at the distal tip of the rotalink catheter is capable of rotating at very high speeds. Do not allow parts of the body or clothing to come in contact with the burr. Contact may result in physical injury or entanglement.¿ (B)(4).

Event description:
It was reported that a foreign matter was found on the device. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink¿ burr was selected for use. During the procedure, the burr was placed near a blue sterile towel while preparing the device for use. The burr was inserted into the lad, however the position of the wire was lost. The burr and the wire had to be removed from the patient. After removing both devices from the patient, it was noted that there was a blue matter at the tip of the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older .device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign matter was found on the device. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink¿ burr was selected for use. During the procedure, the burr was placed near a blue sterile towel while preparing the device for use. The burr was inserted into the lad, however the position of the wire was lost. The burr and the wire had to be removed from the patient. After removing both devices from the patient, it was noted that there was a blue matter at the tip of the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.